Event description:
It was reported that swg bent and was unable to pass the catheter. The event occurred in the ICU and the insertion site was the right femoral of a (B)(6) female pt. As a result the swg and catheter were removed. Another attempt at the procedure was not made. There was a delay in treatment, but no harm was caused to the pt. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4).